Manufacturer narrative:
Concomitant medical products: l121 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. Intermittent capture was also noted on the rv lead and the rv lead was reprogrammed off and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.